Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false negative. The following information was provided by the initial reporter: customer problem: customer: customer alleging false negative/discrepant results for strep with the veritor assay catalog 256040. Current lot# is 3013684 hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer alleging false . Negative/discrepant strep results. Issue with results.

Manufacturer narrative:
H6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 3013684. It was reported that the customer had experienced false negative results on several occasions. The test device read as negative for strep (by the analyzer), but they could visually see a line in the test area. The customer then reinserted the device approximately 1 minute later and the analyzer then read the result as positive. The initial read was performed at exactly 5 minutes as timed by an external timer. Negative strep results were confirmed by culture and in these instances, the results were positive for strep. Bd quality performs a systematic approach to investigate all false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. In this case, customer reinserted the same cartridge into the analyzer to cross verify the result, which is not recommended by bd. According to the customer, they received positive result for strep with culture test. However, no photo or physical samples were returned; therefore, return ample analysis could not be performed and the reported issue was unable to be confirmed. Currently no adverse trend for false negative was identified. This complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false negative. The following information was provided by the initial reporter: customer problem: customer: customer alleging false negative/discrepant results for strep with the veritor assay catalog 256040. Current lot# is 3013684 hazard, injury or erroneous results? Yes hazard, injury or erroneous results details customer alleging false negative/discrepant strep results issue with results.